Event description:
It was reported by the rep the device were used during a prostatectomy. It was reported while applying clips with the mcl20 and mcm20, the surgeon had numerous clips misform during the procedure. Clips would scissor and not form completely (tear drop shape) even though surgeon was fully closing the instrument. Single ligaclips were opened to successfully complete procedure. There was no consequence to the pt.